Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. In an update, it was reported surgery took place where the ipg was replaced without complications. Therapy was observed at the first post-op appointment. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg as recommended since the ipg was not recharged for over 3 months. As such, the ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.